Manufacturer narrative:
The affected device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of levophed was programmed to infuse at 37.5ml/hr (20mcg/min) and was found turned off at 11:15 am by the charge nurse when she entered the patient's room to recheck the patient's bp which was running low. The device was last seen to be on at 10:47 am during rounds. The facility reviewed the tape from their ICU camera which indicated a staff member and the patient's family entered the patient's room. They stated they did not notice the pump alarming or the status of the pump. They also denied touching the device. As a result, the patient's bp dropped and resolved once the medication was restarted. There was no lasting patient harm.

Manufacturer narrative:
The customer¿s report of the device turning off was confirmed in the pcu event log. The log shows that the pump module was infusing norepinephrine non-weight based dosing 4mg/250ml at a rate of 75ml/hr. The log shows the device was manually channeled off at 11:08 am and then at 11:19 am, the device was selected and the previous infusion was restored and started. Because the device was found to be turned off due to user interaction, functional testing and disassembly were deemed unnecessary. The root cause of the device turning off was user programming.

Event description:
The customer reported that an infusion of levophed was programmed to infuse at 37.5ml/hr (20mcg/min) and was found turned off at 11:15 am by the charge nurse when she entered the patient's room to recheck the patient's bp which was running low. The device was last seen to be on at 10:47 am during rounds. The facility reviewed the tape from their ICU camera which indicated a staff member and the patient's family entered the patient's room. They stated they did not notice the pump alarming or the status of the pump. They also denied touching the device. As a result, the patient's bp dropped and resolved once the medication was restarted. There was no lasting patient harm.